Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What is the lot number? Please clarify if the suture broke or the thread has come loose from the needle or both. When was the thread has come loose from the needle (in the package, during removal from package, during handling or during use on the patient)? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-07589.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread came loose from the needle. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 9/22/2021 h6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, b3 additional information was requested, and the following was obtained: event date was on 210531 and unfortunately to other event I have no date. Unfortunately, my colleagues have thrown away both thread and needle.